Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited t-wave oversensing (twos) which caused the next beat not to be tracked leading to reduced pacing. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.